Event description:
Related manufacturer reference number: 2017865-2022-03819. It was reported that oversensing noise was found on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead on (B)(6) 2022. During the surgery, fracture was noted on the atrial lead, so physician elected to cap and replace the atrial lead as well. The patient condition was stable.

Manufacturer narrative:
UDI not available on right ventricular lead as product was manufactured on or before 9/23/2014.